Event description:
An impella cp device was inserted into the left femoral artery in a 72-year-old female patient with a past medical history of a coronary artery bypass graft (CABG), coronary artery disease (cad). The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, after the peel-away sheath was removed, there was no distal flow. A distal perfusion catheter (dpc) was placed and connected to and extracorporeal membrane oxygenation (ECMO). It was noted that there was a pericardial effusion from a left main perforation. A pericardial window was unsuccessful. The patient went to the operating room for surgical intervention. The physician did not attribute the effusion to the impella. The patient decompensated and was intubated for respiratory support. While the patient was in the intensive care unit (ICU), the urine was red tinged. The team was aware and troubleshooting the issue with fluid resuscitation. Four days after impella insertion, the family withdrew care, and the patient expired on support. The impella functioned at p-2 at 1.9l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with complications of a left main perforation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D1 (brand name) has been updated. D3 (manufacturer fax) has been omitted fro initial mw. Ppae (pericardial effusion/ischemia/hematuria): the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
D4 revised.